Event description:
Respiratory therapy in room with pt and noticed a smell coming from ventilator. Changed out the ventilator. 30 mins later the ventilator started smoking a little. P.m. Done in 2001.